Manufacturer narrative:
Arkray (importer) attempted to gather information and request the return of subject meter. Actual product was not returned for testing. Apex (manufacturer) did not receive the return of subject meter.

Event description:
Meter is reading in mmol/l instead of mg/dl. We did a blood test on the phone, and I did hear the meter say mmol/l. Will replace and will send a return label. She thinks she got the meter from (B)(6).